Event description:
A caller reported a malfunction with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to revert to multiple daily injections as a temporary backup therapy.